Event description:
Reporting rationale: serious injury - medical intervention. Reporting rationale: failure to deploy with a graftmaster is an issue known to require a second device or add'l procedure. Device issue: failure to deploy. It was reported that a perforation occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster device failed to deploy, which resulted in the use of a second graftmaster stent to treat the perforation. No add'l event or pt info is available.